Event description:
Reporter indicated that the pt had a number of seizures in one day. This is a typical frequency for the pt, but two of the seizures were longer in duration than normal. This occurred in the pt's group home. The group home stated that the pt was seen by his treating neurologist and that the device was checked which confirmed that the device was operating properly. Attempts for further info from the pt's treating physician have been unsuccessful to date, therefore, the relationship between the event and vns therapy cannot be determined.